Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 54 days. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(4) 2018, it was reported that the patient presented with acute anemia and a hemoglobin = 6.1 g/dl, discovered during a routine lab draw. The patient reported having two episodes of bloody stools and three episodes of black tarry stools. The patient reported compliance with warfarin 3 mg daily. Additional information was requested, but not yet provided.

Event description:
It was reported that the patient had bright red stool on (B)(6) 2018 and instructed to hold warfarin/aspirin (asa). The patient was advised to restart warfarin which initially resumed on (B)(6) 2018. Asa was held for five days then resumed at lower dose of 81 mg daily. Labs were drawn/resulted (B)(6) 2018 with no further blood in stool. This adverse event is ongoing as bleeding has been intermittent since admission. Colonoscopy revealed ascending colon ulceres which were ischemic in appearance with no active bleeding visualized. Biopsies revealed ischemic colitis, however gastrointestinal (gi) specialist did not feel further intervention was needed. No additional information was provided.